Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to the emergency room due to dizziness and palpitations. During device interrogation, several ventricular fibrillation and ventricular tachycardia episodes were observed. The patient received multiple appropriate and inappropriate shocks. Dft was high causing some shocks to be ineffective. Programming changes were made. Patient condition was good after the event.